Manufacturer narrative:
(B)(4). The customer returned one swg assembly for analysis. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual analysis revealed four major kinks near the proximal end of the guide wire. Despite this, the distal j-bend appeared normal. Microscopic examination confirmed the kinks and revealed that the proximal and distal welds were secure and intact. Examination of the msk graphic revealed that the returned sample is not the same guide wire that is packaged within the finished kit reported by the customer. The kinks in the guide wire measured 3mm, 32mm, 40mm, and 111mm respectively from the proximal weld. The guide wire total length measured 457mm, which is not within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .612mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. This indicates that the customer either returned the wrong product or reported the wrong part/batch. The guide wire was advanced through a lab inventory introducer needle/ars assembly. Little to no resistance was observed. A manual tug test confirmed that the proximal a nd distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The guide wire graphic was reviewed as part of this complaint investigation. The msk graphic was also reviewed. The guide wire assembly shown in the msk has a blue straightener tube, which is different from the yellow straightener tube on the returned guide wire assembly. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed four major kinks near the proximal end of the guide wire body, however, the guide wire did not meet the dimensional requirements specified in the graphic. Additional analysis of the msk graphic confirmed that the returned guide wire assembly is not the same guide wire assembly that is packaged within the reported kit. A device history record review was performed on the reported lot, and no relevant findings were identified. Due to the discrepancy between the reported lot and the returned product, the root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during insertion.a new kit was obtained.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during insertion. A new kit was obtained.